Event description:
It was reported that during a da vinci-assisted right colectomy surgical procedure, the vessel sealer extend (vse) instrument stopped responding. A backup instrument of the same type was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information. The instrument was working as expected for a short time but then stopped responding to master movements from the console. It just stopped moving and was not in the middle of sealing. No errors were displayed.

Manufacturer narrative:
Based on the claim against the product by the customer noting an unresponsive instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vse instrument was analyzed and found the primary failure of failed intuitive motion to be related to the customer reported complaint. The instrument was installed onto a test system and passed recognition and engagement tests but failed to move intuitively. This instrument¿s grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. The instrument wrist moved in the correct direction but the grip when the mtms were manipulated. The root cause of this failure is attributed to a dislodged retaining ring. A review of logs showed no failures. Upon visual inspection, there was no blade exposed outside of the blade garage and jaw ceramic dots were present. Failure analysis found the secondary failure of a dislodged retaining ring to be related to the customer reported complaint. The housing was removed for inspection and the instrument was found to have a dislodged retaining ring, likely causing the non-intuitive motion failures. The c-style retaining ring was found on the instrument magnet in the housing. No damage was found on any of the components. The c-style retaining ring was reseated on the grip tube in-house and the instrument was retested for intuitive motion. The instrument then moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Energy was delivered without any issues an passed the cut test. The root cause of dislodged retaining ring is attributed to manufacturing. The complaint regarding an unresponsive instrument was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the instrument log for the vessel sealer extend instrument (pn#: 480422-01 lot#: m91211110-0162) associated with this event has been performed. Per logs, the single use vse instrument was used on (B)(6) 2022 on system sk5122 for approximately 1 hour and 3 minutes. A review of the site's events confirmed that a right colectomy surgical procedure on (B)(6) 2022 on system sk5122. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause of unclamping issues may be attributed to use conditions. The inability to open grips is likely due to high friction in instrument grip range of motion (rom). The grips may fail to open when attempting to cut through too much tissue and overloading the grips, cutting through a hard object like a clip or staple, or failing to keep the jaws of the instrument clean. This issue can be resolved by using either the grip release button to manually open the jaws or an alternate instrument to complete the procedure. This complaint is considered a reportable event due to the following conclusion: the failure mode noted in failure analysis investigations is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.